Event description:
It was reported that this right atrial (ra) lead was suspected to exhibited loss of capture (loc). The rep asked if there were any previous calls regarding this lead or cardiac resynchronization therapy defibrillator (crt-d) and none were found. High pacing thresholds were noted for the ra lead. Subsequently, this lead was explanted and replaced. The ra lead has not been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected to exhibited loss of capture (loc). The rep asked if there were any previous calls regarding this lead or cardiac resynchronization therapy defibrillator (crt-d) and none were found. This lead remains in service. No adverse patient effects were reported.